Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Investigation: the complaint was investigated for the z6ms transducer displaying an acquisition 40 error message. The transducer was returned, and an investigation was performed. The acquisition 40 error message could not be reproduced by engineering, but noise was confirmed in the image quality. The cause of the noisy image on the transducer was a manufacturing issue with the coaxial cables. The cable assembly manufacturer changed the their manufacturing process through a CAPA. This transducer was manufactured prior to the CAPA. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the doctor was preparing for a transesophageal echocardiography (tee) procedure when it was noted that the transducer prompted a usacquisitionhw_40 error. The patient was already under sedation and was on the table. The ultrasound system was rebooted but the functionality was not restored. The system and the transducer were replaced to continue and complete the intended tee. There was no delay in completing the procedure. The tee was not repeated because there was no loss of data. There was no patient adverse event reported. No additional information was provided.